Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not securely latch) was confirmed. As received, the belt would not securely latch to a test monitor. Upon evaluation, the trunk cable connector latches were cracked, creating an insecure connection. The cause of the inability to latch is the damaged connector. The root cause of the damaged connector cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was not securely latching to the monitor.